Event description:
Sternotomy for removal of pacemaker lead which had fractured. Pacemaker had been implanted 3/4/92. A lead advisory/recall has been issued regarding well documented j retention wire fractures. Physicians were unable to retreive a very small piece of wire which had broken off and which possibly embolized.